Manufacturer narrative:
Follow-up # 1 (09/19/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was intermittently giving the "error 4" error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Intermittently, since approximately (B)(6) 2011, patient obtained the error message "error 4" on the reported meter; he was unable to obtain a blood glucose reading. The patient took the action of estimating his actrapid insulin dose based on his average blood glucose readings and his meals. The patient experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. Troubleshooting revealed the patient's testing technique and test strips were correct and the test strips correctly drew in the blood sample. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the meter error message issue was not resolved, this complaint is being reported.